Event description:
It was reported that while using the ilet system, the user experienced multiple low-glucose alerts overnight and perceived the urgent low alert volume as difficult to hear, then treated with oral glucose tablets; logs also showed pre-dinner glucose rising, a late dinner announcement at a high glucose level, and unannounced bedtime snacking followed by overnight hypoglycemia. Symptoms included episodes of hypoglycemia and hyperglycemia ranging from 39 mg/dl to 232 mg/dl accompanied by shaking/tremors and hot flashes/flushes. Outcomes included minor injury of hypoglycemia and the need for unexpected medication intervention to address glucose excursions with oral glucose. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure, specifically unannounced snacking and late meal announcement; no device component failure was identified, though user interface and alarm audibility were discussed. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event, while a definitive device-related cause was not established.